Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#1627487-2018-03338. Reference MFR report#3006705815-2018-00710. It was reported that during the scs permanent implant procedure, the patient suffered atrial fibrillation while closing the incisions. Patient was administered medication. When the patient arrived recovery, an electrocardiogram was performed and the anaesthetist noted the patient returned to normal heart rate. Patient was discharged home and is reportedly, doing well and has good stimulation.